Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that there was an attempt to remove the sheath completely off the device. However, per the instructions for use, the over sheath is supposed to be retracted to expose the clip and not removed from the catheter.

Manufacturer narrative:
(B)(4).